Event description:
It was reported that the wire broke. A 190 cm filter wire ez was selected for use. During the procedure, it was noted that the wire broke on the filterwire. No patient complications reported.